Event description:
Customer states that, the suspect device screen appears to be burned. The display lcd contained blotches. No injury occurred. The device was replaced and requested to be returned for evaluation.